Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump received with cracked case at display window corner, cracked battery tube threads, reservoir tube, reservoir tube lip and minor scratches on display window.

Event description:
It was reported that the customer had a motor error alarm during prime on the insulin pump. The customer's blood glucose level was 124 mg/dl. The customer was assisted on clearing the alarm of the insulin pump. The patient was advised after the troubleshooting was performed to discontinue the use of the insulin pump and revert to back up plan. The customer was advised to return the insulin pump with battery and zero out the basal rates. The patient was advised that the insulin pump will be replaced.